Event description:
22g piv [peripheral intravenous line] catheter placed with blood return noted. Able to obtain blood for lab orders via piv at placement. Upon flushing catheter after blood obtained, resistance felt. Brisk blood return still visualized. Removed transparent dressing to better visualize insertion site. Piv site now tender and vein appears "blown". Catheter removed and upon examination tip appeared to be frayed.